Manufacturer narrative:
A review of the manufacturing records has been conducted. Results - the review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
It was reported that the physician implanted a gore helex septal occluder in 2009. On echocardiography, the day after implant, the device had embolized. Five days later, the device was removed in a transcatheter procedure. The patient was doing well following the procedure.